Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure. According to the complainant, a single biopsy was taken of the colonic mucosa in the ascending colon. However, a perforation occurred at the biopsy site and was closed using two hemoclips. Reportedly, no device issues were noted. The procedure was completed with this radial jaw 4 biopsy forceps device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Additional information received. The exact expiration date is unknown, however, it was reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure. According to the complainant, a single biopsy was taken of the colonic mucosa in the ascending colon. However, a perforation occurred at the biopsy site and was closed using two hemoclips. Reportedly, no device issues were noted. The procedure was completed with this radial jaw 4 biopsy forceps device. The patient's condition at the conclusion of the procedure was reported to be good.